Manufacturer narrative:
On an unreported date in (B)(6) or (B)(6) 2018, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was unknown. It was not reported if the patient was hospitalized for the event .the patient was treated with unspecified drug (dose, route and frequency were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the treatment. No additional information is available.